Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, it was found that the keypad symbols are worn, which has not effect on insulin delivery.

Event description:
It was reported that the keypad is intermittently unresponsive. It was reported there is no water exposure to the pump and the keypad is intact.